Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed service over the course of a few visits. After evaluation of the instrument and instrument data, the cse discovered a drip at the bottom of the wash manifold. The cse replaced all the valves associated with reagent probe 1, reagent probe 2 and the wash dilution ports, after which there was no liquid in the wash manifold. The cse cleaned the luminometer and performed decontamination of the acid, base, and wash 1 system. The cse replaced the wash aspirate manifold and the aspirate pinch valves. The cse also replaced the luminometer, photon counter board, and the acid and base pumps. The cse decontaminated the acid, base, and wash 1 system. Quality controls were run, resulting within range. The cse then replaced a defective primary reagent compartment, and performed alignments and empty and fill of the incubation ring. Quality controls were run, resulting within range, patient samples were run in duplicate on both advia centaur instruments, resulting as expected. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument and resulted lower. The sample was then repeated on an alternate advia centaur instrument, resulting lower than the repeat on the original instrument. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.